Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer reported the following symptoms related to their high blood glucose was agitation. Customer treated high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. Customer was unable to perform high pressure test at this time. Customer changed the sensor yesterday and this morning it said sensor expired and also reported that, the sensor had tape not sticking issues. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.